Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed and found the downstream occlusion seal was peeling. The reported event was confirmed through the history event log.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not properly installed' message when a known good cassette is attached. The event occurred during testing, there was no patient involvement.